Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, and nausea/vomiting. There was no medical intervention required by the patient. No additional information can be requested at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 12/02/2025. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found pil powered on the device and initiated therapy verifying airflow. Review of the device log showed: -errors logged: 0 errors were logged. -blower hours: 15110.7 hours were logged. -therapy hours: 13086.0 hours were logged. -compliance rate (percent of days with usage >= 4 hours): 98.9%. -device humidification setting: set at 5. -tube temperature setting: set at 5. Please see pqa-2105833 for photos and logs. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 v.01. Section g3 and h6 have been updated in this follow up report.